Event description:
It was reported on (B)(6) 2023, that the monobloc 8mm reamer (03.045.280) broke in half during the case while inside the patient's tibial canal. Surgery was a revision surgery for nonunion. Patient previously had a stryker distal tibia plate placed. During this surgery, the surgeon removed the stryker screws and planned for a tibial nail insertion. While reaming for the tibial nail, without a ball tip guidewire, the monobloc reamer torqued and broke inside the canal. All pieces of reamer were removed successfully. The procedure was completed successfully with a surgical delay of 15 minutes. Ref report: mw5145101.